Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery. A 185cm pt2 guidewire was used in a procedure. However, the tip of the wire broke off. The detached tip was stented over to secure it. No patient complications were reported. It was further reported via a med watch report that while the wire was in the vessel that it folded back on itself. Post stenting, physician tried to pulled the wire out but the end of the wire became lodged in the stent strut. The physician tried to used multiple devices to get the wire but was not able to. The wire was able to be pulled back partially and straightened out. But in the attempt to get it unstuck the distal end of the wire broke off. The patient was left with a small portion of the wire in her stent struts.

Manufacturer narrative:
Patient weight, race, ethnicity and initial reporter updated via user/facility medwatch# (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left anterior descending artery. A 185 cm pt2 guidewire was used in a procedure. However, the tip of the wire broke off. The detached tip was stented over to secure it. No patient complications were reported.